Manufacturer narrative:
The investigation has been completed and the alleged shut down issue was verified. Based on the analysis, the alleged touch screen issue could not be verified. Additionally, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump unexpectedly shut down while being charged. After charging for an hour, the pump was turned back on. Additionally, it was reported that the pump touch screen was unresponsive and not functional. The customer's blood glucose level was 202 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.